Manufacturer narrative:
Date of event: it was indicated that the symptoms started from the day one (1); therefore on (B)(6) 2018. (B)(4). If explanted; give date: n/a (not applicable). The lens remains implanted. Device evaluation: the product testing could not be performed as lens remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed no other complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A patient initially reported experiencing glare with all light and not being able to see well post implant of a model zxr00 tecnis symfony intraocular lens (iol). The patient also reported undergoing a capsulotomy but still had glare and the capsulotomy has not helped the problem. Now the patient has terrible floaters. In follow-up additional information was obtained. The patient has bilateral implants, a model zxr00 is implanted in both eyes. Symptoms were noted from day one. The patient had a hard time reading and the halos began. Driving at night is difficult due to halos around lights. The symptoms have interfered with the patient¿s daily activity, her eyes tire easily and as it has been a strain, she must stop and take frequent rests. The patient is no longer comfortable driving at night. The patient reported that both eyes are affected and although mainly the left eye has given her most problem; however, it is hard for her to tell because of trying to use both eyes to see. After the surgery the patient was told she could use reading glasses until her eyes were healed. On her last visit to her eye care professional, and after the capsulotomy surgery, the patient was told that she was not supposed to wear readers because this was neurological, and her eyes had to work together. The patient indicated that she is straining to focus to see anything, she has constant glare, halos at night, blurred near vision, and experiences headaches from the constant eye strain. The patient feels like there is something/fuzz in her left eye and it feels irritated and swollen. The patient¿s left eye will have a film cross over it and she must blink to get it to go away. The patient also visited her regular eye doctor and was given a prescription for glasses which included correction for astigmatism. The patient had posterior capsulotomy on both eyes in (B)(6) 2018 and indicated that no other medication was given to her. Since the posterior capsulotomy the patient has experienced the floaters which has caused a lot of problems as she is constantly trying to see around the floaters. The patient feels her vision is impaired. Additionally, the patient stated that the floaters are getting smaller, and after six weeks, they have minimized but are still very much present. She still strains to read normal size print but was told that her eyes would soon work together, and she would be able to read which so far that has not been the case. The patient indicated that even though she has had the glare and night halos around all light since the surgery in (B)(6), she still cannot seem to get used to these phenomena. Driving in the day is a challenge if it is sunny as she is dodging floaters to see. The patient was scheduled for an appointment on (B)(6) 2018 but postponed it until (B)(6) 2018 as she wants the floaters to dissipate before she visits her doctor again. No additional information provided. This MDR report pertains to the left eye (os). A separate report will be submitted for the right eye (od).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.